Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported capsular contracture and stated that the baker grade was between "one or two" or "two or three" but was unable to confirm. Patient stated the right side was worse then the left. Patient also reported implants "moving around". Healthcare provider confirmed left side capsular contracture, baker grade iii/IV. The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. Malposition-breast: unable to observe since it is not related to the device. No additional observations are performed.

Event description:
Patient called to report capsular contracture. Patient stated the baker grades were between "one or two" or "two or three" but was unable to confirm. Patient stated the right side was worse then the left. Patient also reported implants "moving around". Healthcare provider confirmed left side capsular contracture baker grade iii/IV. The device has been explanted.